Event description:
While ventilating patient, hamilton medical ag ventilator displays "turn flow sensor" alarm despite proper installation and equipment pre-test without issue.

Event description:
While ventilating patient, hamilton medical ag ventilator displays "turn flow sensor" alarm despite proper installation and equipment pre-test without issue.

Event description:
While ventilating patient, hamilton medical ag ventilator displays "turn flow sensor" alarm despite proper installation and equipment pre-test without issue.

Event description:
While ventilating patient, hamilton medical ag ventilator displays "turn flow sensor" alarm despite proper installation and equipment pre-test without issue.

Event description:
While ventilating patient, hamilton medical ag ventilator displays "turn flow sensor" alarm despite proper installation and equipment pre-test without issue.